Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The customer questioned inr results for multiple patients tested on a coaguchek xs meter with an unspecified serial number using multiple strip lots. The customer compared the meter results for 55 patients to a laboratory using the dade innovin method and the results for 9 patients were discrepant. It is not known if the data was being used for diagnostic purposes or if it was generated for correlation purposes only. This information was requested but could not be provided. Three different lot numbers were used for the meter tests. This medwatch will cover strip lot 30497311. Refer to medwatch with (B)(6) for information on strip lot 29779214 and medwatch with (B)(6) for information on strip lot 28632213. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 304973) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.